Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and neuron max 6f 088 long sheath (neuron max). It was reported that the patient's anatomy was tortuous. During the procedure, while advancing the ace68 midway through the neuron max, the ace68 kinked at the mid-distal end; therefore, it was removed. The procedure was completed using another ace68 and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the ace68 was stretched approximately 114.0-116.0 and 118.5-126.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed that the catheter was stretched. This damage is likely the reported kink. If the ace68 is forcefully manipulated against resistance during use, damage such as stretching may occur. During the functional test, the ace68 was able to be advanced through a demonstration neuron max with resistance due to the damage on the distal shaft. The neuron max identified in the complaint was not returned for evaluation; therefore, the root cause of the reported complaint could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.